Manufacturer narrative:
Additional information provided in initial reporter, device evaluated by MFR?, evaluation codes, and additional MFR narrative. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company´s acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported poor clinical outcomes. Laser was difficult to calibrate. Outcomes ended up not as good as the surgeon thought they would be. Additional information has been requested.